Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that the patient had occasional palpitations. It was also reported that there was occasional noise on the atrial and ventricular electrograms which was reproducible with pocket manipulation. The noise was not present with a new device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.